Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 11am, the patient reported getting cgm readings ranging from 40-70 mg/dl, generally below 100 mg/dl. No bg meter comparison value was taken. The patient was continuously vomiting. The patient drank water and tested his ketone level (result not reported). Due to the persistent vomiting, the patient called ems. Once ems arrived, no bg meter reading was taken. The patient¿s cgm was reading below 100 mg/dl and the patient was transported to the ER. At the ER, around 1130am, the patient¿s bg meter reading was 272 mg/dl while the cgm was reading 112 mg/dl. The patient had a ¿blood test¿ done which confirmed the patient was hyperglycemic but not in dka. The patient was treated with oral and IV anti-nausea medication and was given crackers to eat. A calibration was attempted on the patient¿s cgm device but it was not accepted. The patient¿s sensor was then removed. The patient was discharged after being in the ER for approximately 12-14 hours. Once at home, the patient inserted a new sensor. The patient was ¿fine¿ with a cgm value of 103 mg/dl at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.